Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received calibrations error alarm and change sensor alarm. The customer's blood glucose was 121 mg/dl and sensor glucose was 62 mg/dl at the time of incident when it triggered threshold suspend. The customer's blood glucose was 300 mg/dl at the time of call. How glucose travels in the body was explained to the customer. The sensor will be replaced and will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.